Manufacturer narrative:
On previously submitted report section evaluation results code grid, component code grid, conclusion code grid was incorrect. In this report section evaluation results code grid, component code grid, conclusion code grid have been updated/corrected.

Event description:
A ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the third-party service center, there were no visible foam particles observed. However, the device failed a test step during final testing. The device was not repaired since it came only for foam remediation. The device is returning unrepaired.

Manufacturer narrative:
H3 other text : device was evaluated by third-party service center.